Event description:
It was reported that the patient had to charge the ipg for an extended period of time. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(6) ) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg for an extended period of time. The ipg was replaced with an MRI compatible device and the patient was doing well post-operatively.